Event description:
The reported description notes that a monitor fell from a moveable mounting arm while the clinician was trying to adjust the monitor.

Manufacturer narrative:
(B)(4). The reported description notes that a monitor fell from a moveable mounting arm while the clinician was trying to adjust the monitor. Injury was reported, though the extent of injury to the clinician is unknown. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.